Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2017 with the following findings: review of the black box data revealed multiple records of call service alarm 054 on the date of the alleged power issue. On investigation, the pump powered on with functioning audio tone and vibration, demonstrating that the pump had power; however, the display screen remained blank. Investigation did not duplicate the alleged ¿no power¿ complaint. The battery compartment was noted to be cracked and there was moisture damage inside the pump on the printed circuit board. The display screen remained blank due to moisture damage inside the pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.